Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high and low blood glucose readings including one over 500 mg/dl and 24 mg/dl. Customer was assisted by paramedics and stated that she consistently wakes up with a blood glucose level over 200 mg/dl in the morning. It was reported that the customer had a threshold suspend, predictive alerts, and constant continuous glucose monitoring system. Customer had a diminished battery life and stated that her doctor wants her on the continuous glucose monitoring system as well as the threshold suspend. Customer stated that she sees the doctor every 3 months.